Event description:
Reporter alleged blood glucose measured 214 mg/dl back to back with a result of 114 mg/dl when performed within 1 min of each other. No actions were taken or treatment rec'd reportedly. A request was made for the return of the suspect device and replacement product was sent.